Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be due to a user related (salt accumulation or blocked drainage lumen or no or undersize drainage eye). The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The labeling review was unable to review due to the unknown product code. Although the product family was unknown the (foley catheter) ifus were found to be adequate based on past reviews. The device was not returned

Event description:
It was reported that something was wrong with the catheter and the customer did not know whether it was a user error or an error with the catheter. Per customer via phone on (B)(6) 2021 the customer stated that the patient was using a suprapubic catheter and it did not drain and the patient went to the emergency room (ER) and able to drain the catheter no medical intervention was required. The customer reportedly used a negative pressure container and believed that the issue was uncertain and noted that sometimes a syringe was used to the catheter to pull the urine and then using a gravity drip.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that something was wrong with the catheter, and customer did not know if it was a user error or an error with the catheter. Per customer via phone on (B)(6) 2021, customer stated that patient was using a suprapubic catheter and it would not drain and the patient went to the ER and there were able to drain the catheter, no medical intervention was required. The customer reportedly used a negative pressure container and believed that may be the issue but was uncertain and noted that sometimes a syringe has been used with the catheter to pull the urine and then using gravity drip.